Event description:
It was reported that blinatumomab was infusing on channel b at 5ml/hr at a volume of 120ml. This is a 24 hour infusion with a new bag hung daily at 1700. On (B)(6) /2020, this infusion completed 3 hours early at approximately 1400. The nurse (rn) was alerted when the pump alarmed air in line. A new bag of blinatumomab was prepared by pharmacy and hung at 1427. There was no reported adverse effect to patient.

Manufacturer narrative:
The reported issue of over infusion of blinatumomab that completed 3 hours early could not be confirmed as no product or device logs were returned for investigation. The root cause of the customer¿s complaint of over infusion of blinatumomab that completed 3 hours early could not be confirmed as no product or device logs were returned for investigation. No device history search was performed since no source device serial number was reported by the customer. A review of the may 2021 complaint review board (crb) did not find an increasing trend for the reported issue of "over infusion of blinatumomab that completed 3 hours early¿ based on the crb review and the limited information provided no further investigation actions will be performed. No product returned.

Event description:
It was reported that blinatumomab was infusing on channel b at 5ml/hr at a volume of 120ml. This is a 24 hour infusion with a new bag hung daily at 1700. On (B)(6) 2020, this infusion completed 3 hours early at approximately 1400. The nurse (rn) was alerted when the pump alarmed air in line. A new bag of blinatumomab was prepared by pharmacy and hung at 1427. There was no reported adverse effect to patient.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that a device infused faster than expected.